Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis, asymptomatic covid-19 and an electrolyte imbalance (potassium and sodium). The patient¿s blood glucose levels rose to approximately 600 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include vomiting and tachycardia. Prior to hospitalisation, the patient attempted to reduce their vomiting by taking zofran (ondansetron), however this was unsuccessful. The patient was treated with intravenous fluids, insulin, an unspecified nausea medication, intravenous reglan (metoclopramide) and benadryl (diphenhydramine). The patient was discharged two days later on (B)(6) 2026.

Manufacturer narrative:
The device has been received but our investigation is not yet complete, a supplemental report will be submitted with the results when they are available. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.